Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another device. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2012 and obtained the following information: the patient tests every two hours and manages her diabetes with humalog insulin (sliding scale). The patient confirmed that on (B)(6) 2012 (time not clear) she obtained blood glucose readings of "300mg/dl" with the subject meter and "497mg/dl" with the accucheck meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. After the alleged issue occurred, the patient corrected and clarified she administered insulin (dosage not known) as treatment; however, it s not known if the insulin was based on the subject meter or the other device. The patient does not recall developing any symptoms as a result of the alleged issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. The meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The test strips involved with this complaint were not returned as requested. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. There is no evidence the patient developed any symptoms as a result of the alleged issue. There is also no evidence the patient administered inappropriate self-treatment based on the blood glucose meter result.